Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dorma 100 device. The manufacturer received voluntary medwatch (mw5155710) alleging dysphonia, otolaryngology follow-up and epidermoid carcinoma of the left vocal cord. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
As per additional information received on 09/29/2025: despite good faith effort attempts, the device has not yet been returned to the manufacturer for evaluation. There has been no communication from the customer on the return of the device. At this time, philips is not able to fully investigate this complaint. If any additional information is received, a supplemental report will be filed. In this report, box h has been updated/corrected.